Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-(B)(6) the patient felt like their catheter was kinked as they were experiencing withdrawal symptoms. On 2021-(B)(6)a catheter access port (cap) contrast study was performed which had normal results. The pump system was intact and functional. Interventions that were taken included increasing the patient's simple continuous morphine by 1 mg and increasing their boluses to 1.1 mg/day. On 2021-(B)(6), the patient reported that they continued to have withdrawal symptoms. Interventions that were taken included moving the patient's bolus medication into simple continuous dosing. The patient was prescribed butrans 20 mcg/hr transdermal patches.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6)implanted: 2004-(B)(6) explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: 2014-(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported for the past four weeks they are at the best they have ever felt. The outcome of the event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6)implanted: 2004(B)(6) explanted: product type catheter product ID 8596sc lot# serial# (B)(6) implanted: 2014-(B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's catheter was explanted and re placed on 2021(B)(6)

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient stated they now feel "overly sedated". The dosing was decreased for this. On (B)(6) 2021 the patient reported feeling withdrawal symptoms after decrease. The device was reprogrammed where the boluses were increased. On (B)(6) 2021 the patient reported improvement in symptoms and denied withdrawal.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2004, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-nov-2005, UDI#: (B)(4). Product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-may-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving bupivacaine via an implantable pump. It was reported that, on (B)(6) 2021, the patient had a sudden onset of increased low back pain and muscle spasms. The patient went to the ER and continued to have difficulty controlling their pain. A catheter dye study was completed, on (B)(6) 2021, which was normal. A single dose of morphine/fentanyl/bupivacaine was administered over 5 minutes with no relief. The next syringe was going to have an increase of bupivacaine. The patient was administered oxycodone and the event was ongoing. It was indicated the event was possibly related to the device or therapy and possibly related to the drug bupivacaine. Additional information received from a healthcare provider via a clinical study reported the patient had withdrawals on (B)(6) 2021. The clinical diagnosis was it medication withdrawals. On (B)(6) 2021, the patient still reported some withdrawals but denied nausea vomiting, anxiety, sweating or diarrhea unable to sleep. It was noted the patient had episodes of the symptoms, followed by random periods of good relief. The fentanyl and bupivacaine were increased but the event was ongoing. It was indicated the event was possibly related to the device or therapy and possibly related to the fentanyl. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported the increase was not helpful and cannot feel bolus and withdrawals. On (B)(6) 2021 the patient till reported increased pain and muscle spasms. The device was reprogrammed where the bupivacaine and fentanyl were increased. Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 a catheter dye study was performed and revealed the catheter may be dynamically kinking. It was noted that the dynamic kinking would explain the intermittent withdrawals. Replacement was recommended. The device diagnosis was other dynamic kink. No further complications were reported/anticipated.